Event description:
"Fault: replace accessory" warning was found on the situate machine this morning. Staff in room replaced pad and the machine gave the green light with the new accessory. Faulty pad placed on biomed repair cart.